Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed lot#9283909 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. Actual defect sample was returned to inspect by microscope. There was light coming through the cannula. The product passed the clog test. The failure was not reproducibility. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31 gx 5 mm 14 pack was blocked and unable to deliver insulin. This caused a crack and leakage. This was discovered during use. The following information was provided by the initial reporter: patient received a needle from the endocrinology department of the hospital. During insulin injection, the needle was blocked and it could not drain the liquid through the needle, leading to the crack at the back end of the insulin core and the waste of one insulin.